Event description:
On (B)(6) 2012, the reporter/caregiver contacted animas on behalf of the patient alleging that the pump had felt warm to touch for the previous 2 months. The reporter did not allege any harm or injury because of the alleged issue. The reporter also claimed that the battery felt warm to touch also. He denied that there was corrosion in the battery compartment or cracks in the pump's casing. The battery cap was reportedly secure. The yellow o-ring was not visible. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump and pump battery felt warm to touch. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): review of the black box and history revealed no activity outside normal use. On examination, the pump and the battery cap were fully intact without damage noted. Evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised for 24 hours with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.